Event description:
The lay user/patient contacted lifescan (lfs) on 01/25/07 alleging high readings on his one touch ultra meter. A medical affairs specialist (mas) spoke to the pt on 01/26/07 and obtained/verified the following info: at 6:00 am in 2007, the pt tested his blood glucose and obtained a 275mg/dl. He took 5 units of novolog based on a sliding scale and 10 units of levermir (set amount) then ate a light breakfast. He was on his way to the physician's office and experienced blurred vision (20 minutes later after taking the insulin). He arrived at the physician's office and he tested his blood glucose on the reported meter; he obtained a 65 mg/dl. He went in the physician's office and requested some food due to the low blood glucose. He was treated with cheese and crackers. He felt better soon after eating the cheese and crackers. After his physician's appointment, his blood glucose was tested on the physician's meter and his reading was 125 mg/dl. The pt did not recall what his blood glucose reading was the night before the incident. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done, since the pt did not have any control solution. Customer care advocate (cca) sent the pt replacement products. Although the meter correlated with his symptoms at the time of the event, this complaint is being reported, because the pt alleges he became symptomatic and obtained a low blood glucose result 20 minutes after taking insulin based on the blood glucose result of 275 mg/dl that morning.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will info FDA of the results in a supplemental report.